Manufacturer narrative:
(B) (4).

Event description:
Reporting status: serious injury-surgical intervention/permanent damage. Reporting rationale: the stent did not fully expand and upon removal of the delivery system, the stent became damaged and had to be removed via surgery. Device issue: difficult to deploy, difficult to remove and stent damage. It was reported that during the procedure in the moderately calcified circumflex artery, pre-dilatation was performed. The promus stent was deployed at 9 atmospheres. Angiography revealed that the stent was not fully expanded. The balloon was inflated again to 12 atmospheres. When attempting to remove the delivery system, unspecified resistance was met. When the delivery system was ultimately removed, the stent shrank like a ball. Stent retrieval attempts were unsuccessful. Surgical intervention was performed. No add'l event or pt info is available.